Event description:
It was reported that the patient's lead had migrated which caused the patient to undergo a lead revision procedure. The lead migration caused no symptoms because the stimulation was turned off.